Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis confirmed that the device failed battery removal testing due to a capacitor component failure.

Event description:
It was reported the case is cracked after it was dropped. The device was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. However it was also noted that the display lens was broken, the battery release was contaminated, two side bail covers were missing, the ring cover was missing, the lead flex cover was contaminated, two case screws were the incorrect part, the battery contacts were compressed and contaminated, two side bails were missing, the ring was missing, the battery drawer was broken, the battery flex was contaminated, and the device failed battery removal amplitude testing due to the main printed circuit board (pcb) being out of electrical specification. (B)(4).